Event description:
Surgeon reported that pt being treated for cervical myopathy and spinal stenosis had two (2) ti axon locking screws implanted in 2005. Post-operatively, it was confirmed by x-ray that the screws had backed out so surgeon explanted them the 3rd day.